Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. A cardiac tamponade was reported. The physician's opinions on the relationship between the event and the product is that immediately after the initiation of ablation, blood pressure decreased. The physician commented that as the wire after puncture was difficult to advance, it may have been caused by pushing it along with the sheath. The physician¿s opinion on the cause of this adverse event is that it was due to the procedure. There was no problem with the product. Additional information received indicated a smartablate generator used during this case. An irrigated catheter was used in the event and the flow setting was 3 sec. The correct catheter settings were selected on the smartablate generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used contact force (cf) and vector with the visitag module parameters for stability set at range: 3mm, time: 3sec, force over time (fot) of 5g, 50% and tag size:3mm. No additional filter was used with the visitag and color options were not used.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. A cardiac tamponade was reported. The physician's opinions on the relationship between the event and the product is that immediately after the initiation of ablation, blood pressure decreased. The physician commented that as the wire after puncture was difficult to advance, it may have been caused by pushing it along with the sheath. The physician¿s opinion on the cause of this adverse event is that it was due to the procedure. There was no problem with the product. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 30706919l number, and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).